Event description:
After the stent was deployed, post dilatation was going to be performed at which time it was noted that the distal part of the stent delivery system (sds) had detached. Approximately 20 cm of the distal inner shaft, including the tip, remained in the pt. The markers could be seen inside the pt. Using a "crocodile" accessory, an attempt was made to recover the detached portion, but was unsuccessful. The pt was submitted to surgery where the detached portion was successfully recovered. The stent was alos removed and the lesion was treated surgically at this time. On the day of the procedure, the pt experienced severe neurological sequelae: loss of words, and use of right arm and right leg. The pt has improved, but a limited impairment is still persisting. The physician does not exclude that even this impairment will be recovered.